Event description:
During a colonoscopy procedure, the physician selected a cook instinct endoscopic hemoclip. The drive wire broke after the clip was attached to the targeted site. The physician pulled back slightly on the device and the clip opened. The clip was removed safely from the patient. Another of the same device was used to complete the procedure. Our laboratory evaluation confirmed the drive wire has disconnected from the handle. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved found that the drive wire has separated inside the handle. The device was returned to the approved supplier for further investigation. A follow up report will be submitted once the suppliers' evaluation is completed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Instructions for use states if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.